Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a driveline cap was on backwards. The patient was notified with an electrical fault alarm on the controller followed by a ventricular assist device (vad) disconnect alarm. The patient exchanged the controller to the backup controller. The patient was directed by the care team to be admitted to the hospital. The care team made arrangements to have the driveline cover turned around to the proper setting. The pump remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: product event summary: the driveline cover from the surgical tool kit with unknown lot number was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via review of log files which revealed multiple electrical fault alarms, vad stopped alarms, and vad disconnect alarms logged on 7/29/2018. The first two electrical fault alarms were logged on 07/29/2018 at 07:34:56 and 07:36:30 respectively due to an open phase on the front stator. This caused the pump to run on a single stator and likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. At 07:36:39, a vad disconnect alarm was logged due to a critical phase open, indicating a physical disconnection of the driveline from the controller. The vad disconnect was likely an attempt to troubleshoot the electrical fault alarm. This was followed by another vad disconnect alarm at 07:39:04 and an electrical fault at 07:39:08. At 07:40:03, a vad stopped alarm was logged, indicating that the pump failed to restart after several attempts, which was followed by several more electrical faults, vad stopped, and vad disconnect alarms. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Based on the information provided, the most likely root cause of this event is the incorrect placement of the driveline cover, leading to intermittent connection between the driveline and controller, further triggering the electrical fault alarms and vad disconnect alarms. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. An internal investigation evaluated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 controller / (B)(4) / model #: 1403 / expiration date: 2018-05-31 UDI #: (B)(4). Concomitant medical products: yes, return date: 2018-11-30 mfg date: 2017-05-31 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller was returned to the manufacturer and subsequently tested out of specification during the manufacturer's analysis for failure to restart the pump due to a failed connection between the driveline and controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for corrections. H10: FDA device code for (B)(6) corrected from a12 (c63043) to a07. H10: corrected to include (B)(6) as a system reported device. Additional products: h6: img code(s): g04035 h6: FDA device code(s): a07 additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1103 / catalog #: 1103 / expiration date: 31-aug-2019 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-aug-2017 h5: yes h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02004 h6: FDA device code(s): a1203 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections. B1 corrected from product problem to adverse event & product problem. B2 corrected from blank to intervention required and hospitalization. H1 corrected from malfunction to serious injury. H6 corrected to include an imf code of f08. H10: con304819 corrected to include imf f08. (B)(6)imf code corrected from f26 to f08. Additional products: d4: serial or lot#: con304819 h6: imf code(s): f08 d4: serial or lot#: (B)(6) h6: imf code(s): f08 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and associated driveline cover from the surgical tool kit with unknown lot number were not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Review of the controller log files revealed multiple electrical fault alarms, vad stopped alarms, and vad disconnect alarms logged on 29-jul-2018. The first two electrical fault alarms were logged on 29-jul-2018 at 07:34:56 and 07:36:30 due to an open phase on the front stator. This caused the pump to run on a single stator and likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. Two vad stopped alarms were logged at 07:36:39 and at 07:39:04 due to open phases on both stators. An additional electrical fault alarm was then logged at 07:39:08 indicating that the rear stator was not connected. At 07:40:03, a vad stopped alarm was logged, indicating that the pump failed to restart after several attempts, which was followed by several more electrical fault alarms and vad stopped alarms, as well as vad disconnect alarms indicating physical disconnections of the driveline from the controller. As a result, the reported electrical fault alarm, vad disconnect alarm, and failure to restart events were confirmed. The reported incorrect placement of the driveline cover could not be confirmed due to insufficient evidence. Based on the information provided, the most likely root cause of the reported event can be attributed to the incorrect placement of the driveline cover, leading to an intermittent connection between the driveline and controller, further triggering the electrical fault alarms, vad disconnect alarms, and several vad stopped alarms. The most likely root cause of the remaining vad stopped alarms can be attributed to failures of the pump to restart after several attempts. The vad was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional products: con304819 d10: yes, return date: h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 (B)(6) h3: yes h6: FDA method code(s): b17, b15 h6: FDA results code(s): c02, c21 h6: FDA conclusion code(s): d16, d11, d12 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.